Event description:
Healthcare professional reported capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device was explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.